Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4) - no complaint received with return of device. Failure (event) observed during analysis. External insulation abrasion was noted at 7.4-7.9cm and 11.1-11.2cm from the distal tip, consistent with lead friction to another device. The etfe coating was intact at theese locations.